Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Dried body fluid was noted in the helix mechanism through the lead lumen. The lead tip was bent between the helix housing and anode ring at a nine degree angle. Additionally, the conductor coils were deformed at 345mm from the terminal pin and a cut in the insulation was observed at 298mm from the terminal pin. The helix would not extend, likely as a result of the dried body fluid.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed elevated thresholds and it was suspected to be a micro dislodgement. During the revision procedure the physician felt the helix appeared to hesitate during deployment. The physician elected to explant this lead and place a new one. After the new lead was opened the helix of the explanted lead was confirmed to be extending and retracting normally. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned to allow for reliability analysis.